Event description:
On (B)(6) 2025 it was reported that the patient was hospitalized due to symptoms such as palpitation, breathing difficulty, and insomnia. Log file review was requested, and there were no unusual events recorded in the event log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional health effect - clinical code: palpitations. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent pi events; however, a specific cause for this finding could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no notable pump alarms captured. The patient remains ongoing on mlp-025245 with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also provides an explanation of all pump parameters, including pi, and explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. The IFU also outlines potential causes of pi events. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. The IFU states that there are no audible alarms with a pi event and outlines how to determine the optimal fixed speed and low speed limit. This document explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.